Manufacturer narrative:
G4: 02nov2020 b4: (B)(6)2020 the customer reported that replacing the flow sensor addressed the reported issue. The unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
It was reported that the ventilators o2 mix accuracy was failing out of tolerance low at 100%. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the flow sensor assembly.